Event description:
It was reported that during the use of the hemolok clip size large the hook of the clip is broken.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73d1800352 was manufactured on 04/16/2018 a total of 6,804 pieces. Lot was released on 04/18/2018. DHR investigation did not show issues related to complaint. The customer returned four loose clips from unit 544240 hemolok l clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the clips revealed that all loose clips were broken at the hook. The sample appears used as there is biological material present on the clips. Hook breakages are indicative of a mis-molding issue. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." There was indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously issued to the supplier to further investigate this issue. The reported complaint of "hook of the clip is broke" was confirmed based upon the sample received. Four loose clips were returned. All clips had broken hooks. Hook breakages are indicative of a mis-molding issue near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the use of the hemolok clip size large the hook of the clip is broken.